Manufacturer narrative:
Intuitive surgical inc. (Isi), has not received the da vinci product with an alleged issue to perform failure analysis.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the fenestrated bipolar forceps started sparking. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: it is unknown where the arcing originated. There was no damage to the instrument after the arcing event. There was no injury to the patient. The instrument was analyzed prior to use, and no damage was observed.